Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the stimulator had been off since (B)(6) 2024 when they got a suprapubic tube, and yesterday ((B)(6) 2024) they saw a doctor that told them to turn it back on to calm down their bladder. The patient was unable to turn it on despite charging the equipment. Before that, they were using an aus ring around the urethra to void on their own, but the patient's urethra closed up with scar tissue in (B)(6) 2023, which was initially burned out but returned five months later. The doctor said they couldn't keep burning the scar tissue, so a suprapubic tube was inserted. The patient's bladder was overactive, causing pain in the penis because their bladder didn't have anything in it but just emptied as their body dropped fluid into the bladder. Despite troubleshooting efforts, they saw the message that the device was not responding.  Troubleshooting steps included repositioning, restarting the handset, toggling bluetooth off and back on, and attempting to sync the device while sitting and while standing, but the device continued to show "device is not responding". The patient said they could feel the shape of the ins under the skin and said they had not had any falls but had been hospitalized 3 or 4 times since (B)(6) 2024.  Patient services will replace the communicator to rule that out as the reason for the message and if that doesn't work, they should report the issue to their managing physician to check the device.

Event description:
Additional information was received from the patient. They called back and reported they received the replacement communicator but they were still getting "no device response". The patient stated they thought their ins was dead. The patient stated they needed an MRI. Physician listings were reviewed with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.